Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022 customer received a suspected false positive result using cue covid-19 test for home and over the counter (otc) use cartridge lot 19234d, cartridge sn (B)(4), and cue reader sn (B)(4). On (B)(6) 2022, customer retested and received a negative result using cue covid-19 test for home and over the counter (otc) use. The customer did not take any additional tests. The cartridges have been stored within acceptable temperatures stated in instructions for use and customer reported they have not been exposed to covid-19.